Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -07.00 diopter, in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was not exchanged for another lens. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
Device evaluation: the lens was returned dry in lens case/vial. Visual inspection found the lens optic and haptics bent and deformed. Dimensional verification was performed and the lens was found to be in specification. (B)(4).